Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient was implanted on (B)(6) 2016 with a 97714 and 2-977a260 leads. Rep  was unable to communicate with his battery as it was over discharged. Prior to surgery the physician spoke to the patient about the leads possibly needing to be replaced in the near future if there were impedance issues in the or. That he was only planning to replace the patient¿s battery to an 97715 intellis. A wens was opened and he tested the leads. 0-4 and 13-15 were out of range impedance issue, high impedance. After several attempts he got the same results. Physician decided to have new 97715 intellis battery opened. Put the leads in the battery port and ran impedance test with the same results 0-4 and 13-15 out of range. He tried a few times and got the same results. Physician secured the leads with the torque wrench. Attempting to communicate with tablet before surgery and using the wens during surgery. A response was received from a manufacturer representative regarding some reported issues that occurred with patient's device. Rep reports this was a battery replacement only. We were not able to check impedances until during surgery. The patient is getting good therapy per the patient even with the impedance issues. The impedances were greater than 40000. There were no known external factors to result to the reported issue. A wens was used during surgery before the battery was replaced. The physician spoke to the patient before surgery to explain that if the leads needed to be replaced that he would do it at a future date. The same leads with the impedance issues were connected to the new battery. Patient state¿s his therapy is working good at this time. Additional information from the rep indicated that the reason for replacement was that the battery was at end of life.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.